Manufacturer narrative:
Findings: pump unable to prime during prime test due to faulty sensor resistor. Pump had cracked case at display window corners, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Pump passed idle current test, run current test, self test, off no power test, a21 error test, displacement test and rewind test. Unable to perform basic occlusion test and occlusion test due to completely broken off reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. Customer is reporting the pump has damaged by the reservoir compartment. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.